Manufacturer narrative:
This event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Case with patient identifier (B)(6) is related to case with patient identifier (B)(6).

Event description:
Customer reportedly received the following results on the aviva expert system using two different lot numbers within 10 minutes: lot number 496017 results obtained: 69 mg/dl and 62 mg/dl. Lot number 496273 result obtained: 544 mg/dl. No adverse event reported. Return of the suspect devices were requested for evaluation.